Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09775 and 2134265-2017-09776. It was reported a patient death occurred. A left atrial appendage (laa) procedure was being performed. A watchman® access system (was) was used. The was had just been placed in the patient when they noticed saline leaking from the hemostasis valve and it was unable to close. They decided not to use that was and removed it from the patient. They replaced it with another was and the procedure continued. They used a 24mm watchman® laa closure device and delivery system. The closure device was deployed and released. The procedure was completed at 11:15; however, the patient coded and became hypotensive at 11:18. They stabilized the patient and moved them to the intensive care unit. Later that day, the patient coded again. They took the patient to the catheterization lab to do a coronary study and the patient was found to have a 90% occlusion of the right coronary artery. The patient's family decided to make the patient "do not resuscitate" after that and then the patient eventually passed away that same day. The cause of death is unknown.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history, and patient codes updated. (B)(4).

Event description:
It was further reported that a significant amount of air was aspirated from the initial access system with the hemostasis valve issue. Prior to assessing the release criteria for device, the patient went into cardiogenic shock with severe hypotension. The transesophageal echocardiogram (tee) probe was emergently removed to help with resuscitation efforts. Transthoracic images obtained after patient went into cardiac arrest revealed severe left ventricle global dysfunction and no pericardial effusion. Resuscitation efforts began with pharmacologic agents (bicarbonate, epinephrine, atropine) initially with no response, and cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated by the anesthesia department. Further resuscitation efforts improved the patient's hemodynamic status and at the termination of the procedure he had a stable blood pressure and pulse and cardiac rhythm were restored. The closure device had been released prior to the episode of hypotension and fluoroscopy at the termination of resuscitation efforts revealed the device to still be in stable position with no evidence of embolization of the device. The decision was made to transport the patient to the ccu for further monitoring. While in ccu the patient developed further hemodynamic decline and was taken to the cardiac cath lab. The patient was encephalopathic. He underwent primary stenting of what appeared to be chronic severe stenosis of the saphenous vein graft to the right. For hemodynamic support an intra-aortic balloon pump and a non-bsc ventricular support device were placed and the patient returned to the ccu with adequate vital signs. There he was stable for a brief period of time but then again developed hemodynamic decline despite efforts with support with intravenous pressors.